Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was returned to the operating room due to suspected thrombus. Pt has also experienced pump stoppages in the past. A pump exchange took place from one lvad pump to another lvad pump.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.